Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient indicated that they informed their physician that their device was cutting off and on, and the physician did not seem concerned. The patient noted that they no longer see that physician. They stated that a manufacturing representative came to their doctor¿s office and turned the device back on, however, 5-6 months later it started going off and on again. The patient indicated that the issue has not been resolved at this time. They are waiting to find a different doctor. The patient weighed about (B)(6) at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the ins was turning on and off unexpectedly. The patient mentioned she was having a problem with the ins being off and she could not get it back on last year and she was assisted in turning it on. The patient reported that now it is doing it again. The patient does not know if it is the battery but feeling of stimulation cuts off and comes back on. It is doing it constantly. The patient reported her stimulation was not programmed to go off and she never turns it off. The patient programmer showed her normal therapy screen when she connects. The patient had tried other groups. The patient says she can move her body in a certain way and she can get a ¿charge¿ but in a few minutes stimulation shuts off again and a few minutes later it comes back on. No falls, trauma, or medical procedures were related to the issue. The patient was redirected to their healthcare provider to check the device. No further complications were reported/anticipated.